Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of cirrhosis. During the procedure, after the first band was deployed, the second band was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with five bands attached to it, and one of them was overlapped and broken. The teeth were found bent. Additionally, the handle had marks of trip wire was secured and the suture was found broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that this failure mode could have been related to the technique used by the physician during the procedure, potentially being one of the reasons why one of the bands was damaged and overlapped by the force applied from the handle, as the bands were unable to be deployed. The marks on the ligator housing teeth imply that the device might have been used with too much force, in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. The device was returned with the suture broken; this failure mode could have been related to when the physician removed the device from the scope. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025 for the treatment of cirrhosis. During the procedure, after the first band was deployed, the second band was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.